Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured on its rated burst pressure or less. Only the balloon was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.